Manufacturer narrative:
Additional info: visual and microscopic examination of the mas head engagement feature display significant deformation and damage at the top of the retention features. The event description suggests that the extenders may have been fully reduced individually. The surgical technique advises against this, stating ¿it is important to reduce the rod in stages. The complete reduction of one extender without reducing the others will cause the rod to put a strong force on the other extenders, which can cause difficulties when reducing the others. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-4. Sometime post-op the patient underwent a surgical procedure to extend the construct to l5 due to anterior slippage of l5. The original hardware was removed percutaneously under microscope. After conducting final tightening at the right side, left pedicle screws were inserted percutaneously at l3, l4 and l5. The rod was placed using sequential reducers starting from l4. After resistance was felt, the l3 reducer was managed to set in position and a set screw was placed. The l5 reducer was set in position and an attempt to place the set screw was tried but failed. A sagittal image confirmed that the rod was not attached to the screw head. A coronal image suggested that the extender body came off from the screw head, so the l5 screw was removed along with the extender body. The l4 screw was removed as well as it was found that it also came off of the extender. Other extender bodies and sequential reducers were used to reinsert the screws but the attempt failed. The procedure was eventually completed without using extender bodies. Actual time extended due to the incident was confirmed to be 2 hours. No additional patient complications were reported.